Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed varying p-wave amplitude; capture was not able to be obtained. It was suspected that the lead had dislodged. There were no changes made to the patient's system in regard to this right atrial (ra) lead issue. There were no adverse patient effects reported.